Event description:
Initial reporter indicated that their hp jonada handheld computer connections were loose. Reported "the charger would no longer fit into the handheld computer. The device would be plugged into the wall to charge, but the device would die as soon as it was used." The handheld computer is at manufacturer pending completion of product analysis.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.